Event description:
It was reported that the pump exhibited a voltage background test failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front corners, tube holder, and the left side of the handle, the bottom case was cracked by the l bracket screws and the corner lining was worn off, and the plunger head was cracked by all the screws. Voltage background test found in pump event history log. During functional testing the voltage background test was duplicated at the at power up process. The power supply on main board did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board. Performed power up process and all functional tests which passed.